Event description:
Reporter indicated that system and normal mode diagnostic tests resulted in high lead impedance. There was not believed to be any trauma or manipulation. It was reported that the pt had experienced recent behavioral changes, and the physician had not determined if the event was related to the high lead impedance. A battery life calculation estimated that eri-yes for this generator. X-rays were reviewed by the MFR and it was confirmed that the connector pin of the lead appears to be past the connector block of the generator. Although the strain relief was not placed according to labeling, no discontinuities or cause for the high lead impedance was identified. The patient attended a surgical consult and surgery was scheduled, but the surgeon recommended that the patient not have revision surgery. The patient, family, and treating physician are determining next steps and surgery plans.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.